Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that her meter was reading incaccurately low. The medical affairs specialist (mas) mailed a letter 2 days later, since the user could not be reached by telephone for further clarification. The mas was able to speak to the patient's family member briefly one day ago, however she was not able to provide very much information. In 2005, the patient reported results of 36 and 39 mg/dl. She reported that she was taken to the hospital and was treated with an IV. She stated that she felt hot and anxious at the time of testing. Prior to going to the hospital, she had something to eat. The patient's family member stated that the patient was sick at the time of event. She stated that she does not know if pt went to the hospital on sunday (the day of the event). The following day, the patient reported a result of 49 mg/dl. It would have been helpful to know what the result and treatment was in hospital. The test strips were in good condition and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The code numbers were not matching at the time of testing. The patient did not have any control solution to troubleshoot. This complaint is being reported because the patient received medical intervention in the hospital. Although co does not know the results obtained or treatment given in the hospital, the meter was miscoded, which could have led to inaccurate results; this leads co to believe that the patient may have mistreated herself. A replacement meter has been sent.